Manufacturer narrative:
D10: the serial number of the surgical arm is (B)(6). H3, h6: the surgical arm was returned for product analysis. The analysis was provided that there were plastic covers broken, bearing failures, noisy joints, and a shoulder handle malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID kit1378 and kit1317 h3, h6: the cable was returned to the manufacturer for analysis. The cable was found to be a faulty cable kit. Codes b01, c02 and d02 are applicable to this analysis. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. Analysis found that the issue was most likely due to a hardware connection failure issue which may have led to both monitors turning black. Codes b01, c19, d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206-01 h3, h6: a medtronic representative went to the site to perform a system check out and they found the system with multiple pneumatic issues over several weeks. A new pneumatic manifold was placed on surgical system. When powered back on there was a loss of node 11. At this point another surgical system was ordered and replaced on unit. A full system check was perform after installation to verify that system was fully functional. The system was fully functional and operates as intended. B01, c07, and d02 are applicable to the system checkout. The surgical arm was returned for product analysis, but the analysis is still in progress. B21, c21, d16 are applicable to the product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that all the screws on the right side were put in first and accurate, then the site proceeded to the left side and l4 went medial. The screw was deviated less than 3.5 mm. The probable cause was soft tissue pressure. L5 was accurate. The site attempted to adjust the trajectory, but the screw kept following the medial path, so surgeon placed this screw freehand. The screen also froze at l3 while drilling, which could have contributed to the deviation. It was also noted that the system had pneumatic issues. The shoulder would not lock, and the when moving the arm, the compressor did not kick back on. There were low pressure errors. The covers had to be removed to manually bleed the valve to get pressure to build back up. It was also noted that during navigation, both screens would go black. The workstation screen came back on its own. A soft reboot was performed to get the surgeon screen to work again. There was no patient harm and the procedure was not delayed. Additional information received from a manufacturer representative reported that the site used CT to fluoro workflow. The surgeon used neuromonitoring and tested each screw after all screws on the left side were placed. When the left l4 screw stimmed below normal values, the surgeon immediately removed the screw. He used a ball tip probe and felt the pathway had slightly violated the medial wall. They have reviewed the imaging at all levels of the construct, left l4 is the only level that has the anomaly in the lamina. They cannot confirm instability, the contralateral side did not have this defect. The patient bone quality was not poor so this may be an unlikely cause. Additionally, they cannot confirm if a laminectomy was completed previously. The surgeon placed screws prior to any decompression or bony work for this case. It is possible the drill bit found its way into the joint space by way of soft tissue pressure, pressure from retractors, or if nonperfect drill technique was used.